Manufacturer narrative:
A siemens headquarters support center specialist reviewed the information provided by the customer and determined that the barcode label of ca_2 reagent contains the test designation of direct high density lipoprotein cholesterol instead of ca_2. The name of the assay and the reagent wedge contents were consistent with the ca_2 reagent. No further evaluation of device is required.

Event description:
The customer of an advia chemistry calcium_2 reagents (ca_2) contacted a siemens customer care center (ccc) specialist and reported that they received seven vials of a reagent wedge with incorrect barcodes for ca_2 lot # 386233. Barcode for ca_2 lot # 386233 was labeled with direct high density lipoprotein cholesterol instead of the ca_2. There are no known reports of any impact on patient samples.

Manufacturer narrative:
The initial MDR 2432235-2017-00078 was filed on january 25, 2017. Additional information (01/30/2017): upon further investigation, a siemens technical operation specialist determined that the customer cannot process samples for direct high density lipoprotein (d-hdl) with the mislabeled advia chemistry calcium_2 (ca_2)reagent. If the customer is not alerted to the issue by the system errors when the mislabeled container is scanned, the system will force the operator to recalibrate d-hdl with the mislabeled ca_2 wedge. The calibration will fail which will prevent the customer from processing samples for d-hdl.